Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases flat, yellow particles and opening curved on insert assembly. Leak test and microscopic analysis was performed which identified: wear abrasion and striated opening on insert assembly. Based on the device analysis the final assessment is a striated opening on insert assembly due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported "ruptured" device, and healthcare provider additionally reported "tissue expander which had torn at the junction of the port patch and the fluid chamber." Expansion was complete. Device has been explanted.